Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-04459. It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A 33mm watchman ® laa closure device was successfully implanted using a watchman ® access system. After the procedure, a pericardial effusion was noticed. A pericrdiocentesis was performed to treat the effusion.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient was not on warfarin or antiplatelet drugs at the time of the procedure. The pericardial effusion was noticed before the patient left the cath lab. There was not a defined medical reason for the pericardial effusion. The physician believes it happened when the device was partially recaptured. The patient is doing well and was discharged.